Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of migration could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-05256, 1627487-2012-05258. It was reported the pt was no longer receiving stimulation. X-rays were taken and revealed the pt's lead had migrated. The pt's leads were explanted and replaced. Stimulation and coverage were regained post-op.